Event description:
In the tornier shoulder outcomes study , the patient experienced rotator cuff deficiency and extensive glenoid bone loss in their left shoulder. This condition was assessed as possibly related to both the study device and the surgical procedure. The adverse event outcome is ongoing, and the patient is using thc cream and hydrocodone 10/325 mg for pain relief. Notably, the left shoulder did not have a glenoid implant; instead, isolated reaming/shaping and the use of an allograft (skaffold) were employed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
In the tornier shoulder outcomes study , the patient experienced rotator cuff deficiency and extensive glenoid bone loss in their left shoulder. This condition was assessed as possibly related to both the study device and the surgical procedure. The adverse event outcome is ongoing, and the patient is using thc cream and hydrocodone 10/325 mg for pain relief. Notably, the left shoulder did not have a glenoid implant; instead, isolated reaming/shaping and the use of an allograft (skaffold) were employed.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation (remained implanted) and no other evidences were provided. The opinion of the medical expert was requested on this case despite the limited information provided and stated as following: "this event sounds very much like a rotator cuff tear arthropathy (rtca), which can develop in cases of hemiarthroplasty as well. The abundant swelling of the shoulder joint, necrotic glenoid bone may give the impression of a more serious pathology when not recognized initially. Hence the MRI". "We must stick to the fact that this is a hypothesis": issue is most probably "caused by a progressive rotator cuff failure and thereby a strong inflammatory response, which is typical for rcta" (patient's condition) "and that we do not have sufficient information to assess it definitively". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event (as imaging information) must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.